Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 17-jan-2018 with the following findings: the battery compartment was cracked from the top above the pad to the cover part. The battery cap was found to be damaged; the threads were stripped and the cap could not be tightened to the pump.

Event description:
The pump was returned for investigation. Investigation revealed damaged battery compartment and cap. This report is made based on results of investigation completed on 02-jan-2018.